Manufacturer narrative:
Age or date of birth, weight, and ethnicity: patient demographics was not provided and is not relevant as the malfunction is not likely to affect a specific group of patients. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. A review of the records related to the device was performed. A review of the device history record (DHR) showed that the device and its components all met specifications prior to being released. The reported event cannot be confirmed. All pertinent information available to johnson & johnson has been submitted.

Event description:
Lint of patient interface after touching left eye. Doctor had to re-adjust tue to left eye rotation. Switched out pi and was fine. No harm no medical intervention.

Manufacturer narrative:
Additional information: a2, a4 and a5 - patient demographics was requested to the complaint reported however they were not provided. D9 device available for evaluation? Yes. Returned to manufacturer: yes. Returned to manufacturer date: may 31, 2022. H3. Device evaluated by manufacturer? Yes. H6 coding type of investigation: 10, 3331, 4109, 4110. Device evaluation: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or foreign matter. Suction ring assembly not returned. For this lot, all devices meet material, assembly, and performance specifications at the time of product release. The reported issue could not be confirmed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints. All information available has been submitted.